Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7074412, UDI: (B)(4).

Event description:
It was reported that the leads had multiple high impedances and patient experienced loss of stimulation. The patient underwent an explant procedure and the explanted devices were discarded by the medical facility. There were no reported complications postoperatively.